Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured vertically. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.